Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. An evaluation was performed, and the fse was unable to replicate the reported issue. The device passed all required testing with no noted issues that could have cased or contributed to the original allegation. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device would not "send test load" during operational testing due to a therapy switch failure. There was no patient involvement.